Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D9: device availability. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer, and k number k061410 and k013227. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual evaluation was performed, the returned implant has signs of use, and was seen fractured at the collar region. Additionally, a fractured fragment was identified stuck inside the implant. DHR review was completed for the subject lot number 1232503. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1232503 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : implant, dental : functional : loosening and dental : medical : bone loss . The customer did submit images for the reported event. The image revealed a dental implant with a fractured collar. Based on the investigation and risk management file review. The most likely root cause determined from the investigation was the material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Refer to attached summary investigation for bone loss. Therefore, based on the available information, a device malfunction did occur. The implant had a fractured collar and fractured fragment inside. The reported event was confirmed. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Similar complaints for bone loss related problems have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. Furthermore, the probability of manufacturing or design defects that might lead to bone loss escaping the available detections is remote and almost nonexistent. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming and did not meet CAPA/hhe/d/ or any further escalations. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation h3 other text : summary investigation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4) a4: patient weight unknown / not provided b3: date of event unknown / not provided e1: reporter first/given name: (B)(6) e1: reporter last name unknown / not provided e1: reporter email address: (B)(6) e1: reporter establishment name:(B)(6) e1: reporter address: (B)(6) e1: reporter country, state, city, zip code: USA, (B)(6) e1: phone #: (B)(6) e1: health professional: yes e1: occupation: other health care professional e1: initial reporter also sent report to FDA: unknown g4: additional PMA/510(k) number ¿ k013227 a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation

Event description:
It was reported that the patient experienced bone loss at implant tooth site #30. The patient had loose crown. The implant had fracture line distal aspect. Patient got implant removal surgery with bone grafting.